Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 12 hours 49 minutes into treatment with a prismaflex st150, a slow blood leak was observed at the green filter where the set attach to the syringe. Treatment was stopped and the extracorporeal blood was returned to the patient. Treatment was restarted and ran for an additional 15 hours 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The involved anticoagulant line was received for investigation. The line was full of blood with signs of external blood leakage. The visual inspection showed marks like burns of the plastic in the inside of the line and of the connector. The reported condition was verified. The cause is an incompatibility between the drug and the material of the set.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual sample was not received at the plant for investigation. However, photos of the impacted unit were provided. The reported leak was verified. Based on the information provided by the user, the leak was most likely due to an incompatibility of the set with the drug veletri. Veletri is the same molecule (epoprostenol) as flolan which is known to be incompatible with prismaflex sets. The cause of this complaint is an incompatibility between the drug and the material of the set. The prismaflex set IFU informs that there is a risk of incompatibility with solutions having a ph greater than 10 (the ph of the veletri is 11) "use only drugs compatible with plastic listed in the specifications section. Some plastics can be incompatible with drugs when in contact with solutions with ph > 10". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.